Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient could not figure out how to use it and the patient did not have assistance at home to help so the patient was not using purewick system. It was noted that the patient had been using the purewick products more than 90 days.

Event description:
It was reported that the patient could not figure out how to use it and the patient did not have assistance at home to help so the patient was not using purewick system. It was noted that the patient had been using the purewick products more than 90 days.

Manufacturer narrative:
The reported event was inconclusive. It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. No sample was returned for evaluation. A potential root cause for this failure could be due to "missing instructions; vendor/printer error ". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "please read all operating instructions and warnings before the first use of this product. No special skills or additional training is required". H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.